Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Additional information follow-up MDR nr. 1: hamilton medical ag has not received the ventilator device, nor the defect parts for investigation. The device log files (service log, error log, event log) were provided to hamilton medical ag. Hamilton medical ag did have good contact with the certified technician from hamilton's medical local partner in australia during the investigation. This collaboration has led to the following. The reported date of the event was 21-nov-2023. Complaint: unit will not connect to ac mains. Investigation: the device log files (event log, service log, error log) have been examined by hamilton medical ag and confirm the malfunctioning of the power supply. Correction: the power supply board (pn msp396232) is replaced. Trending: a trend review is performed on the same products hamilton-t1 and hamilton-c1 for the period (B)(6) 2020 to (B)(6) 2024. The reason to include the hamilton-c1 is, that the same power supply board (pn msp396232), is used for both ventilator devices models. This trend review indicates that for this period the failure description "loss of external power" due to a defect power supply (pn msp396232) and its risk-ID 122, counts for model hamilton-t1 86x events, and for model hamilton-c1 223x events. Devices distributed: hamilton-t1 sold worldwide in the period (B)(6) 2020 to (B)(6) 2024: (B)(4) devices. Hamilton-t1 sold in the us in the period (B)(6) 2020 to (B)(6) 2024: (B)(4) devices. Hamilton-c1 sold worldwide in the period (B)(6) 2020 to (B)(6) 2024: (B)(4) devices. Hamilton-c1 sold in the us in the period (B)(6) 2020 to (B)(6) 2024: (B)(4) devices. Conclusion: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was determined to be a defective power supply unit. In consequence the correction to replace the power unit resolved the issue. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as ventilator device will not connect to ac power. The ventilator device shows no indication of ac power when connected to mains. - the moment when this event happened or when it was noticed has not been reported to hamilton medical ag. - the alarm was observable is reported. - the device log files were provided to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device will not connect to ac power. The ventilator device shows no indication of ac power when connected to mains. The moment when this event happened or when it was noticed has not been reported to hamilton the alarm was observable is reported. The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Additional information follow-up MDR nr. 1: hamilton medical ag has not received the ventilator device, nor the defect parts for investigation. The device log files (service log, error log, event log) were provided to hamilton medical ag. Hamilton medical ag did have good contact with the certified technician from hamilton's medical local partner in australia during the investigation. This collaboration has led to the following. The reported date of the event was 21-nov-2023. Complaint: unit will not connect to ac mains. Investigation: the device log files (event log, service log, error log) have been examined by hamilton medical ag and confirm the malfunctioning of the power supply. Correction: the power supply board (pn msp396232) is replaced. Trending: a trend review is performed on the same products hamilton-t1 and hamilton-c1 for the period 01-jan-2020 to 31-mar-2024. The reason to include the hamilton-c1 is, that the same power supply board (pn msp396232), is used for both ventilator devices models. This trend review indicates that for this period the failure description "loss of external power" due to a defect power supply (pn msp396232) and its risk-ID 122, counts for model hamilton-t1 86x events, and for model hamilton-c1 223x events. Devices distributed: hamilton-t1 sold worldwide in the period 01-jan-2020 to 31-mar-2024: (B)(4) devices. Hamilton-t1 sold in the us in the period 01-jan-2020 to 31-mar-2024: (B)(4) devices. Hamilton-c1 sold worldwide in the period 01-jan-2020 to 31-mar-2024: (B)(4) devices. Hamilton-c1 sold in the us in the period 01-jan-2020 to 31-mar-2024: (B)(4) devices. Conclusion: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was determined to be a defective power supply unit. In consequence the correction to replace the power unit resolved the issue. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as ventilator device will not connect to ac power. The ventilator device shows no indication of ac power when connected to mains. The moment when this event happened or when it was noticed has not been reported to hamilton medical ag. The alarm was observable is reported. The device log files were provided to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.